Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an innova self-expanding stent system with a 0.035" guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 5mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed and was difficult to remove. A 6x120x130 self expanding innova stent was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery. During the procedure, stent placement was attempted however, only half of the stent deployed. The stent was successfully removed, but due to the partially deployed stent, there was difficulty during removal. It was reported there was no vessel damage and no known patient complications.

Event description:
It was reported that the stent partially deployed and was difficult to remove. A 6x120x130 self expanding innova stent was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery. During the procedure, stent placement was attempted however, only half of the stent deployed. The stent was successfully removed, but due to the partially deployed stent, there was difficulty during removal. It was reported there was no vessel damage and no known patient complications.